Event description:
The customer observed false nonreactive alinity I anti-hbc result for one non vaccinated patient whose wife is hbv infected. The patient was reactive by another method. The following data was provided(the cutoff is 1.00 s/co): sid (B)(6): abbott result neg 0.78 s/co repeated = 0.72 s/co (normal range <1 s/co). Roche result pos 0.722 s/co (normal range >1 s/co). Other results: hbsag qualitative = 0.38 s/co. Ant-hbs = 115.70 miu/ml. Tsh = 0.9764 uiu/ml. Tpsa = 0.488. Ft4 = 1.2 ng/dl. Cyfra 21.1 = 1.44 ng/dl. Cea =<1.73 ng/ml. Ahcvii = 0.11 s/co. Afp = <2 ng/ml. Ast2 = 85.919 u/l. Alt2 = 39.172 u/l. Cholesterol = 6.73 mmol/l. Creatinine = 0.885 mg/dl. Direct ldl = 4.844 mmol/l. Ggt2 = 69.846 u/l. Glucose = 4.217 mmol/l. Trig2 = 2.723 mmol/l. Uhdl = 1.024 mmol/l. Urea = 26.92 mg/dl. Uric2 = 11.667 mg/dl. Additional data provided 28sept2025: 19 more patient results that were nonreactive on the alinity and reactive on the roche platform which were processed between (B)(6) 2025: sid: (B)(6): clinical history: no one is infected in patient's family. Patient does not remember if he/she got vaccine or not. Anti-hbc total results: alinity = 0.74 s/co non-reactive. Roche = 0.972 s/co reactive. Other results: hbsag result = 0.39 s/co non-reactive anti-hbs result = 156.59 mui/ml reactive. Sid: (B)(6) clinical history: no one is infected in patient's family. Vaccination: long time ago. Anti-hbc total results: alinity = 0.72 s/co non-reactive. Roche = 0.963 s/co reactive. Other results: hbsag result = 0.34 s/co non-reactive anti-hbs result = 509.63 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: long time ago. Anti-hbc total results: alinity = 0.11 s/co non-reactive. Roche = 0.841 s/co reactive. Other results: hbsag result = 0.48 s/co non-reactive anti-hbs result = 253.5 mui/ml reactive. Sid: (B)(6) clinical history and vaccination status: no information. Anti-hbc total results: alinity = 0.75 s/co non-reactive. Roche = 0.806 s/co reactive. Other results: hbsag result = 0.404 s/co non-reactive anti-hbs result = 165 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.69 s/co non-reactive. Roche = 0.93 s/co reactive. Other results: hbsag result = 0.67 s/co non-reactive anti-hbs result = 210.8 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.49 s/co non-reactive. Roche = 0.935 s/co reactive. Other results: hbsag result = 0.463 s/co non-reactive anti-hbs result = 248.9 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.54 s/co non-reactive. Roche = 0.766 s/co reactive. Other results: hbsag result = 0.487 s/co non-reactive anti-hbs result = 169.1 mui/ml reactive. Sid: (B)(6). Clinical history: hbv. Anti-hbc total results: alinity = 0.72 s/co non-reactive. Roche = 0.994 s/co reactive. Other results: hbsag result = 0.393 s/co non-reactive anti-hbs result = 30.77 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no anti-hbc total results: alinity = 0.77 s/co non-reactive. Roche = 0.676 s/co reactive. Other results: hbsag result = 0.37 s/co non-reactive anti-hbs result = 178.5 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: long time ago. Anti-hbc total results: alinity = 0.65 s/co non-reactive. Roche = 0.705 s/co reactive. Other results: hbsag result = 0.522 s/co non-reactive anti-hbs result = 153.1 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.86 s/co non-reactive. Roche = 0.552 s/co reactive. Other results: hbsag result = 0.32 s/co non-reactive anti-hbs result = 281 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.79 s/co non-reactive. Roche = 0.828 s/co reactive. Other results: hbsag result = 0.36 s/co non-reactive anti-hbs result = 233.3 mui/ml reactive. Sid: (B)(6) clinical history: nephew was infected, but live separately. Vaccination: no. Anti-hbc total results: alinity = 0.97 s/co non-reactive. Roche = 0.547 s/co reactive. Other results: hbsag result = 0.34 s/co non-reactive anti-hbs result = 235.7 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.93 s/co non-reactive. Roche = 0.572 s/co reactive. Other results: hbsag result = 0.33 s/co non-reactive anti-hbs result = 76.52 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.83 s/co non-reactive. Roche = 0.722 s/co reactive. Other results: hbsag result = 0.453 s/co non-reactive anti-hbs result = 27.54 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.6 s/co non-reactive. Roche = 0.924 s/co reactive. Other results: hbsag result = 0.475 s/co non-reactive anti-hbs result = 46.69 mui/ml reactive. Sid: (B)(6). Clinical history: patient 's husband was infected with hbv vaccination: no. Anti-hbc total results: alinity = 0.62 s/co non-reactive. Roche = 0.896 s/co reactive. Other results: hbsag result = 0.41 s/co non-reactive anti-hbs result = 250.7 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.83 s/co non-reactive. Roche = 0.87 s/co reactive. Other results: hbsag result = 0.35 s/co non-reactive anti-hbs result = 221.2 mui/ml reactive. Sid: (B)(6). Clinical history: no one is infected in patient's family. Vaccination: no. Anti-hbc total results: alinity = 0.88 s/co non-reactive. Roche = 0.541 s/co reactive. Other results: hbsag result = 0.37 s/co non-reactive anti-hbs result = 27.07 mui/ml reactive. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). The complaint investigation for false non-reactive alinity I anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hbc ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75062be00. The device history record review for lot 75062be00 did not identify any potential non-conformances, non-conformances or deviations. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed, and all specifications were met. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex (alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios). The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot number 75062be00 was identified.